Event description:
As reported per medsun # (B)(4): "describe the event or problem: ventralight st mesh with echo ps positioning system defective. When mesh was on the sterile field and being placed in the trocar for placement into the abdomen, the scaffolding came off the mesh making it impossible to be placed down the trocar. It was not used on patient. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known".

Manufacturer narrative:
As reported, while inserting the ventralight st mesh w/ echo ps through the trocar, the scaffold (echo ps) separated away from the mesh. The sample was not returned for evaluation. Multiple attempts have been made requesting additional information, however there has been no response to date. Based on the information available and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (15-dec-2025) is considered to be the best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.